Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for complex regional pain syndrome. The patient reported that their device stopped doing what it was supposed to about a year after implant; it was attempted to adjust the device but it never worked. The patient reported that their device had stopped working awhile back, something went wrong with it and apparently, the battery went dead. It was further reported that the patient did not keep his stimulator charged and that their device was overdischarged. It was noted that they were unable to communicate with device using the physician programmer and they were getting the reposition antenna icon when using the recharger. A physician recharge mode (pmr) was done twice, a power on reset (por) was cleared and they were able to charge normally. The patient stated that after the jump start/pmr the device would not hold a charge. When the patient got back home after the jump start they were able to fully charge their device but the device would not stimulate. The patient stated that the device is for his left ankle and needs an MRI due to left ankle pain and torn ligaments; the patient said he had a MRI of his ankle last year. No further complications were reported/anticipated.